Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. One day post procedure, pt hospitalization for "stomach pain and red urine". Fever post pvp 28.9c. Pt experienced syncope x2. Date resolved and discharged: (B)(6) 2012. (B)(6) days post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012; continuing as of (B)(6) 2012. No further info was reported.

Manufacturer narrative:
(B)(4).